Manufacturer narrative:
In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a right femoral infarctectomy and suture was used. During the procedure, the suture detached from needle prematurely. The procedure was completed with a like device. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Conclusion: an actual sample was returned for evaluation. Upon visual inspection, there was evidence that the needle had been swaged. There was suture remnant left in the hole suggesting that the suture clipped off the needle. Additional information: the actual device batch number associated with this event is not known. The following possible batch number was reported: batch hb2067.

Manufacturer narrative:
(B)(4).